Event description:
It was reported that when using the bd pyxis¿ es refrigerator had a continuous fridge failure with battery backup. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer reported a refrigerator battery error. A field service engineer troubleshot the issue by removing the panel and checking voltages. It was found that the battery switch was loose, and a couple of cables were only partially connected. All cables were reconnected properly. During the reboot of the pyxis station, it became stuck in a firmware update. However, the pyxis refrigerator was functioning correctly. Using the hardware test application, the refrigerator was tested and verified to be working. Additionally, several heavy bins had been placed on top of the refrigerator. Coordinated with the user in charge to have all bins removed. The system functioned as intended after the field service engineer repaired the device.